Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the conversation between the patient and the customer care advocate. The patient claimed the alleged issue started back on (B)(6) 2011 at 10:30am, when he noticed the alleged high readings on the subject meter. The patient stated that on (B)(6) 2011 at approximately 9:30am he tested with the subject meter and received a reading of "460mg/dl" which he felt was higher than his normal readings and feelings so he tested on his wife's "onetouch ultra" meter within 10 minutes and received a reading of "350mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed he was feeling "lightheaded" some time before testing his blood glucose on that day but could not recall when the symptoms first started. The patient denied making any changes to his normal diabetes management routine. The patient stated he was just released from the hospital and his doctor as reduced his insulin dose from 30 units to 15 unit of insulin (unknown type). The patient claimed he went to the ER on the same day due to the alleged high reading and was tested with an ER meter at an unconfirmed time. The patient informed the cca that the ER meter result was "really low" but could not recall the reading. He claimed he was treated by the doctor with an unknown type of treatment via an injection and lay in bed for a while. The patient could not provide any details regarding timing and type of treatment received. He stated the hcp came back at an unknown time and performed another blood glucose test using the ER meter and the result was "118 mg/dl." The patient stated he was released from the ER on that same day. At the time of troubleshooting, the cca noted the subject test strips were in good condition. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly was treated by an hcp for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.